Event description:
The customer returned the olympus colonovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that no image and error code b30 were found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the no-image condition and error code b30 were caused by a defective plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.